Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded a "shorted condition detected during shock delivery" fault message, and low shock impedances of less than 20 ohms, exhibited by a non-boston scientific defibrillation lead. The arrhythmia logbook showed many diverted episodes and details showing shorted condition faults. It was noted that all the daily measurements were normal. Technical services (ts) advised to consider the patient unprotected and to replace the lead and device. It was noted this would be discussed further with the physician. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that a revision procedure was performed to explant and replace this device. No adverse patient effects were reported.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Additional information was provided that during a patient follow-up approximately one year later, shock impedances of 46 ohms were observed, with good pacing thresholds at 0.6 v at 0.4 milliseconds (ms), and good intrinsic amplitudes. It was also noted that the electrograms (egms) had no episodes of noise. Boston scientific technical services (ts) discussed that because such a small amount of current was used for painless shock lead impedance (sli) integrity testing, they would still recommend a maximum energy shock to test the system. Ts stated they would still recommend a new lead and device. This will be discussed further with the physician.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory log found that the device had recorded numerous short faults. A visual inspection of the device header and case noted no anomalies. The device was attached to both pacing and shock loads and manual lead impedance measurements were obtained. All impedance measurements were normal. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
--

Event description:
Additional information was provided that ts discussed that since the device likely received energy from the short, therapy from the device could not be guaranteed. Ts advised replacing the device and then options for the lead. It was noted that the physician was electing to bring the patient back for follow-up in approximately one month to address the issue at that time.